Event description:
It was reported that during a laparoscopic cholecystectomy the doctor used the clip applier and it did not work. The clip did not go out and the ones that did had incorrect shapes. There was no pt consequence.